Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt sick and dizzy while trying to send a transmission using the remote monitor. The patient was referred to the clinic/call 911. Follow up was conducted with the clinic. The clinic received no information regarding the patient feeling sick or dizzy while using the monitor. The patient has sent a successful transmission since the call. No concerns from the clinic. The monitor is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.